Event description:
It was reported that a drill bit broke during a subtalar fusion of the right foot. It was discovered via final x-ray that the drill bit had broken into three (3) pieces which were imbedded in the heel. All three (3) fragments were easily recovered with no fragments left behind. The complained event caused an approximate two to five (2-5) minute surgical delay. It was also noted that the guide wire used to implant the compression screw had become bent. The procedure was completed successfully. This complaint addresses the drill bit only. This report is 1 of 1 com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.